Event description:
The customer reported that the device would not pass op-check.

Manufacturer narrative:
The customer reported that the device would not pass op-check. The device was evaluated by philips and the reported symptom was verified. Both the processor and the power pcas were replaced to resolve the issue.